Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown triathlon cr insert. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned.

Manufacturer narrative:
Catalog, lot, steri lot, 510k, and manufacturing date were updated. An event regarding instability involving a triathlon insert was reported. The event was not confirmed. Device evaluation not performed because the device was not returned. A DHR indicated that all devices accepted into final stock met specification. There have been no other events for the provided lot. A trend analysis was concluded instability may result from other factors not necessarily related to the device. No further investigation is required at this time.

Event description:
Surgeon reports patient who is a status post right total knee (B)(6) 2014 now has instability. Reports patient may have fallen due to parkinson's. Surgeon requested to revise the knee from a cr insert to a cs insert. Upon surgical exposure the insert was removed a 16mm cs trial was put through a rom and was found to have good stability. A new 16mm cs insert was implant and surgical site closed.

Manufacturer narrative:
An event regarding instability involving a triathlon insert was reported. The event was confirmed. Method and results: the device was not returned for evaluation. A review of the provided medical records and x-rays by a clinical consultant indicated: parkinson¿s disease causing trauma of the patient with ligament injury of the knee requiring liner exchange to improve stability. All devices accepted into final stock met specification. There have been no other events for the provided lot. Conclusions: a review of the provided medical records and x-rays by a clinical consultant indicated: parkinson¿s disease causing trauma of the patient with ligament injury of the knee requiring liner exchange to improve stability. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. No further investigation is required at this time at the devices were not received and insufficient information was provided for medical review. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Surgeon reports patient who is a status post right total knee (B)(6) 2014 now has instability. Reports patient may have fallen due to parkinson's. Surgeon requested to revise the knee from a cr insert to a cs insert. Upon surgical exposure the insert was removed a 16mm cs trial was put through a rom and was found to have good stability. A new 16mm cs insert was implant and surgical site closed.

Event description:
Surgeon reports patient who is a status post right total knee (B)(6) 2014 now has instability. Reports patient may have fallen due to parkinson's. Surgeon requested to revise the knee from a cr insert to a cs insert. Upon surgical exposure the insert was removed a 16mm cs trial was put through a rom and was found to have good stability. A new 16mm cs insert was implant and surgical site closed.